Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source presented an occasional blackout. The issue occurred during inspection for use, before patient in room. There were no reports of patient harm.